Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("severe pelvic pain / pain") and pelvic adhesions ("adhesions") in an adult female patient who had essure (batch no. C91766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t underwent for essure confirmation test". The patient's past medical history included vertigo, hypothyroidism, dysplasia and adenomyosis. Previously administered products included for birth control: oral contraceptives from 2010 to 2011. Concurrent conditions included obesity. On an unknown date, the patient started topiramate at an unspecified dose and frequency. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). In 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced pelvic adhesions (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and menstrual disorder ("abnormal bleeding during menstruation"). The patient was treated with levothyroxine, sumatriptan (imitrex), doxycycline, metronidazole (flagyl), surgery (laparoscopic hysterectomy, bilateral salpingectomy), surgery (hysterectomy, bilateral salpingectomy and cystoscopy) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, pelvic pain, migraine, bacterial vaginosis, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and alopecia had resolved and the pelvic adhesions, abdominal pain, menstrual disorder and headache outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, headache, menstrual disorder, migraine, nausea, pelvic adhesions, pelvic inflammatory disease, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: both essure coils were placed without difficulty with the right side having 8 coils remaining, and the left side had 4 coils remaining. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Concerning the injuries reported in this case, the following one was confirmed from medical record pelvic pain ,dysmenorrhea, pelvic adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("severe pelvic pain / pain") and pelvic adhesions ("adhesions") in an adult female patient who had essure (batch no. C91766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t underwent for essure confirmation test". The patient's past medical history included vertigo, hypothyroidism, dysplasia and adenomyosis. Previously administered products included for birth control: oral contraceptives from 2010 to 2011. Concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced pelvic adhesions (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and menstrual disorder ("abnormal bleeding during menstruation"). The patient was treated with levothyroxine, sumatriptan (imitrex), doxycycline, metronidazole (flagyl), surgery (laparoscopic hysterectomy, bilateral salpingectomy), surgery (lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease, pelvic pain, migraine, bacterial vaginosis, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and alopecia had resolved and the pelvic adhesions, abdominal pain, menstrual disorder and headache outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, headache, menstrual disorder, migraine, nausea, pelvic adhesions, pelvic inflammatory disease, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: both essure coils were placed without difficulty with the right side having 8 coils remaining, and the left side had 4 coils remaining. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - new event " bacterial vaginosis, pelvic inflammatory disease, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain and patient didn¿t underwent for essure confirmation test" were added. Lot number was added. New reporter were added. Treatment medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and pelvic adhesions ("adhesions") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic adhesions (seriousness criterion medically significant), migraine ("migraines"), abdominal pain ("severe abdominal pain") and menstrual disorder ("abnormal bleeding during menstruation"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and cystoscopy on (B)(6) 2016) and surgery (lysis of adhesions on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, pelvic adhesions, migraine, abdominal pain and menstrual disorder outcome was unknown. The reporter considered pelvic pain, pelvic adhesions, migraine, abdominal pain and menstrual disorder to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and adhesions (seen as pelvic adhesion). She underwent a hysterectomy, bilateral salpingectomy and cystoscopy. She also underwent lysis of adhesions. The event severe pelvic pain is anticipated according to the reference safety information for essure. The event adhesions is unanticipated. Pelvic pain may occur with essure therapy. In this case, the occurrence of pelvic adhesion may have caused pelvic pain, but it was not clear. Considering the nature of pelvic pain, a causal relationship with essure cannot be excluded. With regards to the event adhesions, a causal relationship with essure can be excluded given essure's local action at fallopian tubes. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious event was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-mar-2017: quality-safety evaluation was received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and adhesions (seen as pelvic adhesion). She underwent a hysterectomy, bilateral salpingectomy and cystoscopy. She also underwent lysis of adhesions. The event severe pelvic pain is anticipated according to the reference safety information for essure. The event adhesions is unanticipated. Pelvic pain may occur with essure therapy. In this case, the occurrence of pelvic adhesion may have caused pelvic pain, but it was not clear. Considering the nature of pelvic pain, a causal relationship with essure cannot be excluded. With regards to the event adhesions, a causal relationship with essure can be excluded given essure's local action at fallopian tubes. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious event was reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.